Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy. The procedure was paused but the compound muscle action potential (cmap) remained unchanged. The case ended with patient still experiencing phrenic nerve palsy. The case was completed with cryo. The patients phrenic nerve palsy did not recover before hospital discharge no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.